Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 47-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had impella 5.5 support while awaiting a heart transplant. The pump became positioned under the mitral valve. The staff attempted to reposition, pulled back and the catheter came across the valve into the aorta. Attempts to push back in were unsuccessful. The decision was made to bring back to operating room for a new impella 5.5 implant.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. It was stated that the pump was against the mitral valve and repositioning was attempted but the pump was pulled back and it went into the aorta. The root cause of the positioning issues is most likely due to use. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.